Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Optical signal issue: after 3 days on support, placement signal not reliable (psnr) alarm reported with intermittent placement signal failure. No kinks were noted by care team. Pump remained implanted for 3 additional days. Data logs were not recovered in their entirety as only rt logs through (B)(6) 2025 at 0505 were recovered; however, psnr complaint occurred on (B)(6) 2025. The pump was returned and inspected. No issues noted with 5s parameters nor electrical issues. Psnr did not reproduce. Pump was run in the lab in a bucket of water where the ps ran at 37mmhg upon pump start. Uson testing showed a consistent 36-38mmhg elevated reading by the pump relative to the pressure environment, indicating the sensor is appropriately responding to the change in uson pressures. No offsets were applied during lab run. The cause of the optical signal issue was not determined since complete data logs were not returned and psnr could not be reproduced during investigation. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During support, there was an optical signal issue. The nurse reported that there was a "placement signal unreliable" alarm and that no kinks were found. Intermittent placement signal and left ventricle signal failures were also encountered. The patient was successfully weaned from the pump and the device was explanted. There was no reported harm or injury to the patient.